Manufacturer narrative:
Revision occurred after 4 weeks due to infection at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 4 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to infection at the implant site. A 32 mm centered glenosphere and a 32 mm + 6 humeral stability cup were explanted. These items were replaced with identical components.